Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset to resolve the issue. Customer¿s blood glucose level was 190-200 mg/dl. Additionally, it was reported that the customer called the paramedics but was not hospitalized. Tandem technical support tried to gather additional information, however, the customer declined to provided any additional information.